Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) via a patient regarding the patient's recharger, reporting the pt (patient) reported that the recharger is not working, the caller wanted to get a replacement recharger. The patient told the rep that the recharger gets hot and it is not holding a charge. The caller was not with the patient. Tss reviewed information about the recharger. The caller will follow-up with the patient to get the serial number for the recharger. No symptoms reported. Additional information was received from the representative (rep). It was reported that the recharger was getting hot while charging the implantable neurostimulator (ins). They also mentioned that the implanted ins was not holding charge. The replacement recharger has resolved the issue.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed: worn out donut. Electrical failure. No device found message. H7 & h9: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.